Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the guidewire punctured through the catheter and slid out through the location of the puncture. The catheter was exchanged with another catheter with the same model and the procedure was successfully completed. No patient injury was reported as a result of the procedure.